Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited short duration sensor driven pacing at 130 beats per minute (bpm) while the patient was in the surgery unit being monitored following an unrelated surgical procedure. Boston scientific technical services (ts) discussed interaction with hospital monitoring equipment and discussed programming options to mitigate until the patient is no longer on monitoring equipment. No adverse patient effects were reported. This product remains implanted and in service.